Manufacturer narrative:
An event regarding crack/fracture of an exeter cup was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Medical records received and evaluation: review of the provided medical records by a clinical consultant concluded. "Medialized cup position and stem varus position have contributed to pathological biomechanics in the hip joint causing overload and sequential failure of at first the cup through loosening and subsequently the stem through neck fracture because of the already accumulated fatigue damage in the device. High patient activity is a likely further relevant contributing factor." Conclusions: a review of the provided x-rays by a clinical consultant concluded. " medialized cup position and stem varus position have contributed to pathological biomechanics in the hip joint causing overload and sequential failure of at first the cup through loosening and subsequently the stem through neck fracture because of the already accumulated fatigue damage in the device. High patient activity is a likely further relevant contributing factor." No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported via the sales rep, that the patient fell over on the (B)(6) due to breakage of the neck of the stem in his right hip. It was further reported that the patient underwent a revision of the stem and head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported via the sales rep, that the patient fell over on the (B)(6) due to breakage of the neck of the stem in his right hip. It was further reported that the patient underwent a revision of the stem and head.